Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the collar detached and had to be snared. The target lesion was located in the severely tortuous and severely calcified popliteal artery. A guidezilla¿ ii pv long guide extension catheter was selected for a percutaneous transluminal angioplasty procedure. The guidezilla was used as a support, in order to rotate a 6fr non bsc guiding sheath on the contralateral side. When the non bsc guiding sheath was advanced up to the contralateral common iliac artery, the collar of the guidezilla became detached in the guiding sheath; this occurred while attempting to pull the guidezilla out of the guiding sheath. No resistance felt when pulling the device out. It was confirmed that no portion of the guidezilla embolized into the patient's vessel, however, the guidezilla device did protruded from the distal end of the sheath when the collar detached. Snaring was done to remove the detached part of the guidezilla. It was able to be removed independently until the hub, but after this point it was removed along with the sheath as a unit. Hemostasis was performed using a vascular suturing system. After hemostasis, a new puncture was performed and the lesion located on the opposite side was treated. The physician did not treat the lesion that was planned for the original location. The procedure was completed. No further patient complications reported and patient's status was good.

Event description:
It was reported that the collar detached and had to be snared. The target lesion was located in the severely tortuous and severely calcified popliteal artery. A guidezilla¿ ii pv long guide extension catheter was selected for a percutaneous transluminal angioplasty procedure. The guidezilla was used as a support, in order to rotate a 6fr non bsc guiding sheath on the contralateral side. When the non bsc guiding sheath was advanced up to the contralateral common iliac artery, the collar of the guidezilla became detached in the guiding sheath; this occurred while attempting to pull the guidezilla out of the guiding sheath. No resistance felt when pulling the device out. It was confirmed that no portion of the guidezilla embolized into the patient's vessel, however, the guidezilla device did protruded from the distal end of the sheath when the collar detached. Snaring was done to remove the detached part of the guidezilla. It was able to be removed independently until the hub, but after this point it was removed along with the sheath as a unit. Hemostasis was performed using a vascular suturing system. After hemostasis, a new puncture was performed and the lesion located on the opposite side was treated. The physician did not treat the lesion that was planned for the original location. The procedure was completed. No further patient complications reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the shaft completely pulled out from the collar, numerous kinks in the distal shaft and a kink in the hypotube located 27 cm from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).